Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia with a highest continuous glucose monitor (cgm) reading of 346 mg/dl after pausing and disconnecting the ilet pump for approximately two hours to shower and not resuming backup therapy, followed by reconnection and site transition from an inset on the left abdomen to a different infusion set with subsequent glucose decline observed. Symptoms included dry mouth, tachycardia, vomiting, and blurry vision. Outcomes included no hospitalization and resolution actions through troubleshooting and education. Investigation included call-based assessment, review of user-reported device use and cgm trends, and guidance to replace the infusion set and reconnect the system. Investigation of this case revealed use-related interruption of insulin delivery due to pump pause and disconnection, with no device alerts reported and successful function after site change and reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of therapy leading to transient hyperglycemia.